Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml; 94.76 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump had a volume discrepancy. The actual residual volume (arv) 20 ml was greater than the expected residual volume (erv) 2 ml. There were no issues with the previous refill. The pump logs and programming were checked. There were no anomalies with the pump logs. The reservoir was accessed. The hcp refilled the pump and will update it. The patient did not have any symptoms or changes. No further complications were reported.